Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the service repair technician identified white foreign material on both sides of air/water supply. There was no patient involvement

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the white foreign material on both sides could not be established. Date of event is unknown. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.